Event description:
The pt had a new left side condyle implanted in (B)(6) 2013. A few days after the new implant was put in, the pt experienced extreme pain and swelling. Seven days after the surgery the incision opened up and started draining. She reports the draining started out as pus and then changed to clear, yellow, green and red draining. On (B)(6) 2013, the pt had the draining cultured by a local doctor. The culture report states a few wbcs on the gram stain and the organisms coag. (B)(6) were present. In (B)(6) 2014, the pt had a CT scan that revealed the left condyle prostheses was malpositioned. The pt also reports her c-reactive protein, c4a, and ebv have been elevated. She has reported continuous low grade fevers, fatigue, left side sinus pain and swelling, left side ear pain and headaches, dizziness, blurred vision, and muscle aches/pains throughout her body. She has recently developed thyroid issues which is thought to be from these infections. She has been on over 10 antibiotics over the year and now has reported systemic candida and on 3 antifungal meds along with sinus medications.